Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina. The target lesion being treated was located in the proximal left anterior descending artery (lad). The 70% stenosed target lesion was 3.5mm in diameter and 12mm long. The lesion was a bifurcated lesion with in-stent restenosis. The lesion was treated with direct stent placement and a 3.5x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 20%. The patient was discharged on aspirin and prasugrel. At the 19 days post index procedure, the patient experienced unstable angina. Coronary angiography was performed 1 day later and revealed a timi flow of 3 and 50% in-stent restenosis of the taxus liberte stent in the proximal lad. A percutaneous coronary intervention was performed using an angioplasty balloon. Residual stenosis was 0% with timi flow 3 noted. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that a new lesion was identified in the proximal circumflex with 70% stenosis which was treated with stent placement.